Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer had a heart attack and blood glucose was over 800 mg/dl. Customer was hospitalized but customer declined to provide information regarding the hospitalization. Customer declined troubleshooting. Customer will not be returning the device for analysis.